Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR :11apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The leak was not in the test fitting, solenoids or data acquisition board. The customer replaced the tubing and boot kit; however, the leak persisted. The fse discussed occluding the boot between the gas delivery system and blower. If the leak remains, the customer was advised to replace the blower. If the leak is resolved, the customer was advised to replace the flow assembly. The customer reported replacing the gas outlet port and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 27aug2019, date of report : 28aug2019. The blower assembly was returned to the manufacturer for failure analysis. A visual inspection of the blower revealed no evidence of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 06dec2019. Date of report: 06dec2019. Further analysis was performed and it was determined that a crack in the r103 component on the data acquisition board generated the leak test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed system leak testing. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The leak was not in the test fitting, solenoids or data acquisition board. The customer replaced the tubing and boot kit; however, the leak persisted. The fse discussed occluding the boot between the gas delivery system and blower. If the leak remains, the customer was advised to replace the blower. If the leak is resolved, the customer was advised to replace the flow assembly.